Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer alleged that the cross brace on the right side was broke and is unaware how or when it broke.